Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The blood glucose reading was 278mg/dl. The caller stated that the device was not exposed to an MRI. Assisted the customer to run the displacement test and failed. Advised the customer that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump passed the rewind and displacement test. Unable to complete prime test due to faulty force sensor resistor. Unable to perform occlusion and excessive no delivery tests or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.